Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced mesh exposure in her vagina. It was noted that the patient does not want to repair at this juncture. She "prefers" treatment with vaginal cream. The patient was prescribed the cream on (B)(6) 2016. The event was considered not recovered/not resolved (continuing). If additional information is received, a follow up report will be sent.